Manufacturer narrative:
An investigation of the device manufacturing records was conducted by the manufacturer. A visual inspection of the returned cycler exterior showed no sign of physical damage. The received cycler was turned on and the screen was dimply displayed. The verify touch screen functionality was formed and passed. An internal inspection of the cycler showed that the inverter board on the front panel assembly was heat damaged. The faulty inverter board was replaced. The verify touch screen and mushroom head check passed. There were no other discrepancies encountered in the internal inspection of the cycler.

Event description:
A peritoneal dialysis patient reported a dim cycler¿s screen where they could barely read the screen. The technical support assisted the patient with the screen brightness but the screen did not change. The technical support assisted the patient with reboot of the cycler but that did not resolve the issue of dim screen. The cycler was replaced due to distorted display. During evaluation the display inverter board showed thermal damage.